Manufacturer narrative:
The sample was collected in a pediatric tube, stored at room temperature, and processed in the manual mode in 1-2 hours from sample collection. Raw data analysis revealed that the algorithm gating set for the sample occurred because the retic data pattern is not very different from that of a normal pattern and the retic population may have overlapped with mature rbc population. There was no service performed in association with this event. The root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low reticulocyte (retic) result on a patient specimen generated by coulter lh750 hematology analyzer without an instrument generated flag. The erroneous result was not reported out of the laboratory. A manual retic count was performed because the instrument retic result did not match a previous result for the same patient. The manual retic count was higher. There was no report of death, injury, or impact to patient treatment.